Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in the inferior vena cava during an angioplasty procedure performed on (B)(6) 2021. During the procedure, the balloon was inflated to 3 atm to predilate the stenosis and was then deflated and removed from the patient. The balloon was positioned and inflated at 6 atm to postdilate the stent; however, after 1 minute it was noticed that the balloon decreased in pressure and a mixture of blood and contrast medium reflow into the insuflator. Additionally, a rupture was noted. The device was removed and the procedure was completed with another cre pulmonary balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the cre pulmonary is intended to endoscopically dilate strictures of the airway tree; however, the balloon was used to dilate the inferior vena cava for this case.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in the inferior vena cava during an angioplasty procedure performed on (B)(6) 2021. During the procedure, the balloon was inflated to 3 atm to predilate the stenosis and was then deflated and removed from the patient. The balloon was positioned and inflated at 6 atm to postdilate the stent; however, after 1 minute it was noticed that the balloon decreased in pressure and a mixture of blood and contrast medium reflow into the insuflator. Additionally, a rupture was noted. The device was removed and the procedure was completed with another cre pulmonary balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the cre pulmonary is intended to endoscopically dilate strictures of the airway tree; however, the balloon was used to dilate the inferior vena cava for this case.